Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements, due to this, a lead safety switch was triggered. Additionally, noise, oversensing and pacing inhibition of up to 3 seconds was observed. The patient was sent to the emergency room in order to be evaluated. A revision procedure was performed and this device was explanted and replaced. This device was returned to boston scientific for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements, due to this, a lead safety switch was triggered. Additionally, noise, oversensing and pacing inhibition of up to 3 seconds was observed. The patient was sent to the emergency room in order to be evaluated. A revision procedure was performed and this device was explanted and replaced. No further adverse patient effects were reported.